Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a non-dependent patient presented for follow-up after receiving a patient notifier alert. The pulse generator exhibited back-up vvi operation. A firmware download was successfully performed. No patient symptoms were reported and patient would continue to be monitored normally.